Event description:
It was reported that during cholecystectomy, the jaw did not open and could not use. Another device was used to complete the case. There were no adverse consequences to the patient. Device will not be returned.

Manufacturer narrative:
(B)(4): info is unavailable; device was not returned for eval.